Manufacturer narrative:
Device has not been returned to date. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. Probable cause could not be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that before performing an operation on the patient, an "exhaust treatment" was performed. They found that the pipeline was leaking and could not be used, so it was replaced with a new one. There was patient involvement, but no harm/adverse event reported.